Event description:
It was reported that t2 would not deploy on three devices during a meniscal repair. Hosp disposed of the device but is sending 3 of 7209399 - l573681 for evaluation. Sales rep confirmed that the sutures were removed and the 1st t remains in the pt. Surgeon was able to complete the repair using additional fast-fix devices and experienced a delay of only a few minutes. The surgeon is an avid user of fast-fix and has not experienced issues in the past. No pt injury or procedural complications resulted.